Event description:
There was an allegation of questionable elecsys hiv duo assay results with 3 patient samples tested on a cobas e 801 analytical unit. Sample 1: the initial result was 1.15 coi (reactive) the repeat result was 0.775 coi (non-reactive) the sample was repeated using the elecsys hiv combi pt and the e411 instrument and the result was 0.111 coi (non-reactive). Sample 1: the initial result was 3.08 coi (reactive) the repeat result was 3.56 coi (reactive) the sample was repeated using the elecsys hiv combi pt and the e411 instrument and the result was 0.794 coi (non-reactive). Sample 1: the initial result was 3.05 coi (reactive) the repeat result was 2.12 coi (reactive) the sample was repeated using the elecsys hiv combi pt and the e411 instrument and the result was 0.623 coi (non-reactive) the sample was tested on the abbott assay, and the rest was 0.06. No units of measurement were provided. All three samples were positive for hiv antigen. None of the samples were confirmed using hiv confirmatory testing. The customer is also reporting a higher false positive rate for august.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). Calibration and qc were within the expected range. The investigation determined it is likely a sample-specific issue. No product problem was identified.